Event description:
It was reported that there was a possible connection issue between the lead and the device header. The patient reported falling approximately one year ago. At that time the right ventricular (rv) threshold rose to greater than 2.5 v at 0.4 ms, and has been intermittently high since that time. It was also reported that there was an increase in rv pacing impedance to greater than 2000 ohms. During the recent interrogation the rv pacing impedance was greater than 9,999 ohms in unipolar and bipolar and no capture at maximum output. When the physician removed the device from the pocket it was noted that the rv lead felt "loose". After reconnecting the lead to the existing device all rv measurements were within normal range. Both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.